Event description:
Event description cpi received information that the shocking portion of this endotak transvenous defibrillation lead was removed due to dislodgment. One day after the implant the lead was capped and a new shocking lead was implanted.